Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 454 mg/dl at the time of incident and current blood glucose was 454 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Advise leaks in the tubing or air bubbles can limit the amount of insulin received during a bolus. Customer was able to successfully removed the air bubbles. Customer reports insulin exited at the quick release. The device will not be returned for analysis.